Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate and does not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.